Manufacturer narrative:
Unit p-cap, reservoir locked properly in place. Unit received with cracked keypad overlay and serial number label missing. After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump flashing white screen and beeping continuously, also mentioned label at the back of the insulin pump fell off. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.